Event description:
The defibrillator paddle cable was not functioning to deliver shock. A replacement was obtained with no harm to the patient. The defibrillator is checked once per shift. Upon inspection after the problem, the unit was working properly with output values within the manufacturer specs. The cable, however, was found to have a bent contact post within the plug and a broken ring lock securing ear. The cable was replaced and the unit was placed back in service. This is believed to be a safety concern when the routine checks do not capture problems with the entire system.